Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate and contact inquired about the air removal step. There was no reported impact to the customer's blood glucose (bg) level. Contact was unable to complete troubleshooting with tandem technical support due to not being with the pump. Although multiple follow up attempts were made to complete troubleshooting with contact, no additional information was provided on the reported event.